Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl at time of incident and current blood glucose level was 266 mg/dl. The customer¿s blood glucose level was 260 mg/dl, 300 mg/dl and 144 mg/dl. The customer symptoms such as vomiting. The customer reported that the pump was not working properly. The customer alleges pump was under delivering because new size. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.